Manufacturer narrative:
Investigation/determination of cause: the capleaks are caused by the unroundness of the dialysate housings which is related to inaccuracy of the injection molding. New housings with an improved roundness are available with products produced since 1/13/98. Users are advised of the possibility of blood leaks in the "directions for use". Follow up action: the procedure stated in the instructions for use is to carefully inspect all dialyzers before use for any evidence of damage. Package and box labeling clearly warn carriers and users to "handle with care". DHR review: two other not related complaints reported for this lot number. (Lot size: 4138 pcs). The quality criteria of this lot were met. The history device record of this lot does not show any incidents. All production parameters were met. The sterilization process showed no deviation. The engineering change order history shows no items having influence on the quality of the product.

Event description:
External blood leak cap/housing connection during treatment. No rinseback done. Estimated blood loss = 200cc. Dialyzer changed and treatment resumed. No injury or intervention.